Event description:
It was reported that the patient experiencing light headedness presented in clinic for follow-up. Upon device interrogation, the right atrial lead exhibited oversensing of noise. The noise could not be recreated in clinic. The lead also exhibited a continuous increase in capture thresholds. X-ray revealed the lead was dislodged. The lead was capped and replaced. The patient¿s condition was stable during and post procedure.